Manufacturer narrative:
Investigation of the event is in progress. A supplemental report will be submitted when the investigation is completed. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion. A perforation occurred, and the patient passed away.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).